Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8281822, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-08, medical device lot #: 9134867, medical device expiration date: 2024-04-30, device manufacture date: 2019-05-14. (B)(4). Investigation summary: a device history record review was performed for provided lot numbers 8281822 and 9134867 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two picture samples were received for evaluation by our quality engineer team. Through examination of the pictures, white particles were observed within the barrel component. The white particles were identified as lubricant, which is used to manufacture the syringe and facilitates the movement of the plunger along the barrel during use. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger rod is moved backwards during the filling of the syringe, most of this layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a functional sliding performance during the injection operation. Our quality team will continue to monitor the production process for any potential defects or emerging trends related to this incident. Investigation conclusion: 8281822: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmrs. Research has found no problems, defects or qn related to the reported issue. We have reviewed the barrel lots #8282789, #8271557, and no problems, defects or qn related to the reported issue were found. We have also reviewed the polypropylene lots #wh0933kh9 and lot #wh1133ki1, and no problems, defects or qn related to the reported issue were found. 9134867: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmrs. Research has found no problems, defects or qn related to the reported issue. We have reviewed the barrel lots #9147515, #9140953, #9134678, and no problems, defects or qn related to the reported issue were found. We have also reviewed the polypropylene lots #xc2233kg6, #xc2433kg8 and #xc2533kg9, and no problems, defects or qn related to the reported issue were found. We have been provided with a picture of the affected sample. After the evaluation of the returned picture, we confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. After analyzing the returned pictures of the sample and discussing with our manufacturing technicians in charge of these product lines, we have concluded that the plastic particles seen by the customer were composed by lubricant from the syringe barrel. Root cause description: particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. Rationale: we can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time these lots are reported for this defect, no actions are required. A review of the p-eura rm732 (¿peura discard it in y-assembly¿) indicates that the potential risk of the reported event was assessed appropriately in the fmea documentation.

Event description:
It was reported that white particles/shavings were found in the syringe s2 10 ml ns before use. Lot# 8281822 and 9134867 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "reported that there are particles (white shavings in both syringes (5 and 10 ml). It looks like rubbed off the stamp. No patient contact, impact nor injury reported. The customer saw the particles before use. The syringes were not used. The particles are inside the syringe, white and probably made of plastic."